Event description:
During cystoscopy procedure what seemed to be metal flaker showed up on video screen. Bladder irrigated and glitter disappeared on final inspection with video. Pt had similar incident on 11/12/96 with other equipment which was returned to co for investigation.